Manufacturer narrative:
The ac adapter and cable were returned for evaluation. Visual inspection confirmed that the cable was broken, confirming the reported issue.

Event description:
It was reported that during use, the pump was charged on main sockets and there were sparks at the charger causing the cable to melt. There was no patient harm.